Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence. It was reported that she experienced pain, infections, dyspareunia, bleeding, extrusion, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery in 2012, due to erosion. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh excision on (B)(6) 2012 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.